Event description:
While attempting to defibrillate a male patient the device failed to allow discharge. The clinician obtained another set of internal handles to continue treating the patient, and the device failed to allow discharge. Complainant indicated that the patient converted on their own and there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2006-01128 which is a report for the other device.